Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08465. It was reported that patient presented to the emergency room with bradycardia. Upon further investigation, it was discovered that patient's right ventricular lead was exhibiting intermittent loss of capture and low in-range impedance measurements. Device was first reprogrammed to address the issues. However, the lead was ultimately explanted and replaced on (B)(6) 2020. The physician suspected clavicular crush as the cause of the right ventricular lead issues. While operating, the physician decided to remove and replace the atrial lead due to insulation deformities also caused by clavicular crush. Patient condition after the procedure was stable.